Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l80790, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving demerol, dilaudid, and morphine via an implantable infusion pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. It was reported that on one occasion approximately 5 to 8 years ago, the healthcare provider (hcp) was having troubles refilling the pump, and they "poked" him more than 25 times to drain it and fill it back up. The hcp was reportedly touching the patient's stomach without any gloves on and he believed this caused an infection over the pump. The patient had a (B)(6) infection and a (B)(6). A partial system explant was performed; the pump was removed due to the infection and "they let me go into withdrawal." The reporter thought the catheter was left in place. Additionally, the patient was given a "tube of antibiotics every day for 2 months."